Event description:
A caller reported a malfunction involving a shattered touchscreen on their pump, which rendered it illegible and unusable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and provided instructions for putting the device into storage mode and returning it to tandem. The customer agreed to use multiple daily injections as a backup therapy until receiving the replacement pump and understood the need to program settings and connect their cgm to the new device.